Event description:
While monitoring a pediatric pt during transport, it was reported that the screen reset, powered on/off by itself, and the ECG readings were dashed lines. The device was reported to resume normal operation several seconds thereafter. There was no adverse event reported as the result of the device use. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to neither verify nor duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported problem was not determined.